Event description:
Pt self tester alleges precision issues. Correlation: inratio= 3.0 and unk poc=1.6 one minute a part. Pt's therapeutic range 2-3. First drop of blood not used.

Manufacturer narrative:
Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. No product is expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precisions criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. This issue will continue to be tracked and trended.